Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during the second inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in right coronary artery (rca) with heavy calcification. The 2.5x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated twice to 15 atmospheres (atm); however, the balloon ruptured. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Debulking was used to complete the procedure. No additional information was provided.